Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump continued to receive a meter blood glucose now alarm. Customer was not able to stop it. Customer was advised that calibration was overdue. Customer reported of being hospitalized due to blood glucose of 29 mg/dl. Customer was transferred.